Event description:
The customer reported that on (B)(6) 2011, higher than expected carcinoembryonic antigen (cea) results were generated on a unicel dxl800 access immunoassay system for multiple patient samples associated with a specific cea reagent pack. Subsequent repeat results on other instruments, utilizing different reagent lots, produced lower results that better matched the patients' historical clinical pictures. The initial, elevated results were reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Data supplied by the customer indicated the generation on forty six elevated cea patient sample results. Multiple, lower repeat test results were generated, in some instances on two separate instruments, utilizing different reagent packs. The identification of one of the instruments, and the associated reagent packs, is unknown. Sample information was not provided by the customer quality control results were within the customer's established ranges prior to and after the erroneous results.

Manufacturer narrative:
Service was dispatched in association with this event. The field service engineer (fse) performed a routine system check, a high sensitivity system check and a carryover test. All tests passed within instrument specifications. The fse also verified the performance of the reagent pipettor. There were no issues found. The fse did not note any hardware issues which would have contributed to this event.: data analysis of the supplied data by beckman coulter inc. By the field service engineer identified a specific reagent pack (serial number #(B)(4)) which was associated with the forty six discrepant results involved with this event. However because the repeat, valid results were generated on different equipment utilizing different reagent packs, it is impossible to determine whether the event was attributable to a reagent issue. A definitive root cause associated with this event has not been determined to date.